Event description:
It was reported that when a follow up was conducted, the lead showed high impedance. The lead remains in use at this time. However, the physician will monitor the patient regularly until the end of the associated device life. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.